Event description:
Lead dislocated within 3 days and was explanted.

Manufacturer narrative:
The patient has not consented to an analysis. The file is closed and will be opened again if that consent is received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.